Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance that had risen steadily ending up high. The lead was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.